Event description:
It was reported that the ilet user experienced a low blood glucose after announcing and dosing for dinner, when the user did not finish the meal and the meal dose did not align with the amount eaten. The event was treated with oral carbohydrates and glucose rose during the call. Symptoms included hypoglycemia with a nadir of 51 mg/dl. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, identified a usage problem related to an incorrect meal size announced in relation to actual carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.